Event description:
Related manufacturer number: 2017865-2021-39814. It was reported that a patient experienced a rise in thresholds on their left ventricular lead, resulting in loss of capture. Programming changes were made on (B)(6) 2021 to address the issue. On (B)(6) 2021, the physician opted to deactivate the patient¿s pacemaker and implant a leadless pacemaker to avoid any further loss of capture. The patient was stable throughout.